Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in supplemental report.

Event description:
In 2007, the reporter, the lay patient's daughter-in-law, contacted lifescan (lfs) alleging that the patient's one touch ultra mini meter did not turn on. The medical affairs specialist spoke with the patient and his daughter on two days later. The reporter, daughter-in-law, was not at home to answer specific questions regarding the patient's blood glucose testing and insulin regimen. The patient and daughter were not able to answer whether the patient's insulin dose is adjusted based on his meter readings. The daughter said the patient's insulin is labeled humulin n with directions to take 40 units each am. However, the patient said the dosage was decreased; he was not able to answer when the dosage was decreased. He said he took 25 units on the morning of one day earlier. He was not able to answer whether he ate as usual on the same day. The patient said, the meter had not worked for more than one week and he did not test his blood glucose with another device. At 8:30 pm on the same day, the patient went to the pharmacy to have his blood glucose level checked. A result of 19/mg/dl was obtained on the pharmacy meter while the patient was shaky and weak. The pharmacist gave the patient a candy bar to eat before he went home. The customer care advocate (cca) walked the reporter through confirming that the meter battery had been replaced and was properly inserted. The meter did not turn on when the power button was pressed or when a test strip was inserted into the test strip port. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges he was unable to obtain a reading on the lfs product for > one week. He claims he took insulin and later experienced symptoms that suggested hypoglycemic reading on a pharmacy's device. He claims he was treated with a candy bar.